Event description:
Patient had gastrostomy button placed 5/18/94. On 9/4/94, patient admitted with gastrointestinal bleed. Upon endoscopy, found four superficial erosions on gastric wall oppostie gastrostomy site.